Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced discomfort, soreness, and pinching at the implantable neurostimulator site, specifically the intellis adaptivestim pain device. The discomfort began after the patient lost weight, and despite an initial attempt to alleviate the issue by deepening the pocket, the discomfort persisted. A device revision was performed, during which the implantable neurostimulator was moved from the left flank to the right flank. The patient continued to receive good pain relief and was hopeful that the new location would be more comfortable long-term. All impedances were within normal limits. No patient complications have been reported as a result of this event. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.